Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode of nadir 54 mg/dl blood glucose (bg). The user feels bg goes low too fast when closer to 70 mg/dl. Bg was corrected with glucose. The user was tired and thirsty during the episode and did not require any further outside intervention.